Event description:
A pump triggered an alarm while in use, prompting a report from the customer. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with loading a new cartridge, but the alarm recurred, leading to the decision to replace the pump. The customer reverted to an alternate method of insulin therapy.